Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review(lot#2315207): 1)this batch of products were assembled at intima ii auto line 2 in november 2022, and packaged at r240 package line in november 2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for leakage test and prn removal torque test, the leakage test is qualified, there is no leakage at the prn, and the prn removal torque is within the product specifications. (See attachment for the test report) 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment alarms and removes the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn should be tightened before use to prevent leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample. No similar complaints have been received from other hospitals regarding this batch of products. Since the defect status of the complained sample cannot be identified, and the usage is unknown, the root cause of the leakage at the prn cannot be determined. H3 other text : see narrative.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked (B)(6) 2023 leakage was discovered at the heparin cap of the indwelling needle after connecting the patient to the rehydration solution with no serious adverse effects. Immediately removed the indwelling needle and re-routed the injection site, reported the incident immediately to the nurse manager and to the medical staff supplies purchasing team.